Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g134 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g134 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated the leak occurred during the photoactivation phase of the procedure. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.

Manufacturer narrative:
The complaint kit and photographs were returned for investigation. The smartcard was not returned; therefore, the reported alarms could not be verified. The customer provided photographs verify the tubing leak as blood is seen around the recirculation pump area on the instrument pump deck. The received kit was inspected and found a scuff mark on the recirculation pump tubing segment. Blood residue was seen in the scuff on the tubing segment. The recirculation pump tubing segment was pressure tested and confirmed a leak as reported by the customer. The damage to the tubing is consistent with damage caused by improper installation of the pump loop tubing into the pump head. If the pump loop is forcefully rubbed against the pump head during installation of the kit by the end user, it could potentially result in scraping and/or cutting the tubing loop as the pump head rotates. Cellex kits are 100% leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tubing damage was present at the time of manufacture. The investigation determined the root cause of the tubing leak was most likely improper installation of the pump loop by the end user. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 02/22/2019.